Event description:
It was reported that upon regular post op visit, the cage collapse was noticed. There are no revisions planned, patient is being monitored.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the acculif surgical technique provides detailed instructions on how to confirm that the implant is securely expanded and locked in the expanded position during initial surgery. These techniques include: tactile force applied to the insertion handle which is still attached to the implant, the pressure gauge on the syringe with a color-coded pressure indicator, direct visualization of the expanded implant in the disc space and the use of fluoroscopic imaging. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively.

Event description:
It was reported that upon regular post op visit, the cage collapse was noticed. There are no revisions planned, patient is being monitored.